Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc toxicity [metal poisoning]. Lack of balance [balance disorder]. Nerve damage [nerve injury]. Numbness of feet [hypoaesthesia]. Tingling of feet [paresthesia]. Fatigue [fatigue]. Dizziness [dizziness]. Pain in joints [arthralgia]. Weakness in joints [arthropathy]. Lack of coordination [coordination abnormal]. Case description: an attorney reported that their (B)(6) male client used fixodent denture adhesive, version unk cream beginning in 1990 and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity, lack of balance, nerve damage, numbness of feet, tingling of feet, fatigue, dizziness, pain in joints, weakness in joints, and lack of combination. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.